Event description:
Customer reported having usage difficulties with tubing, leaking connector and loose at the distal end of the pliable portion that is fed into the IV pump. No pt harm reported. No additional info available.

Manufacturer narrative:
(B)(4). Customer indicated that they were unable to locate the product. The lot number was not identified, therefore, lot history record review could not be performed.